Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the inner packaging (lid) of the lead was contaminated during opening. The lead was not used and was replaced. No patient complications have been reported as a result of this event.